Manufacturer narrative:
A ge rep evaluated the system and found the customer's electrical system could not handle the current load of the system. The ge rep and the customer's biomed tech found the system operates as intended.

Event description:
The customer reported the system is tripping circuit breakers when plugged in. No pt injury was reported.